Event description:
This case was reported via regulatory authority (B)(6) (reference number: (B)(4)) on 29-nov-2016 and was forwarded to bayer on 30-nov-2016. This spontaneous case was reported by an other health professional and describes the occurrence of device deployment issue ("at the time of release, coils did not liberate. There were 9 to 10 coils outside of right mea") in a female patient who received essure (batch no. E24130). Other product or product use issues identified: device use error ("attempt of ablation. Device cut at around the third coil and left in place"). On (B)(6) 2016, the patient started essure. On (B)(6) 2016, 1 day after starting essure, the patient experienced device deployment issue. Essure treatment was not changed. On (B)(6) 2016, the device deployment issue had resolved. The reporter provided no causality assessment for device deployment issue with essure. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at the time of release, coils did not liberate. There were 9 to 10 coils outside of right mea (device deployment issue). Device deployment issue is an anticipated event according to essure's reference safety information, and was considered non-serious. This case was regarded as other reportable incident as damage may have occurred under less fortunate circumstances. It was reported that during the insertion of device in right tube, at the time of release, coils did not liberate, there were 9 to 10 coils outside. A cut at around the third coil was performed, leaving device in place. Given event's nature and the lack of alternative explanation causality cannot be excluded. The product quality-safety assessment is expected.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 3-feb-2017: patient information were added. The physician had a failure of deployment of device on right, essure remained in the ostium but the coils extend out of the meatus (8 - 10 coils); the patient did not required hospitalization neither medical/surgical intervention. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at the time of release, coils did not liberate. There were 9 to 10 coils outside of right mea (device deployment issue). Device deployment issue is an anticipated event according to essure's reference safety information, and was considered non-serious. This case was regarded as other reportable incident as damage may have occurred under less fortunate circumstances. It was reported that during the insertion of device in right tube, at the time of release, coils did not liberate, there were 9 to 10 coils outside. A cut at around the third coil was performed, leaving device in place. Given event's nature and the lack of alternative explanation causality cannot be excluded. Based on the available information a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
Quality safety evaluation of ptc received on (B)(6) 2016: ptc global number (B)(4). Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU. The micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Sample not available we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device deployment issue. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred terms: pt: device deployment issue: the analysis in the global safety database revealed (B)(4) cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at the time of release, coils did not liberate. There were 9 to 10 coils outside of right mea (device deployment issue). Device deployment issue is an anticipated event according to essure's reference safety information, and was considered non-serious. This case was regarded as other reportable incident as damage may have occurred under less fortunate circumstances. It was reported that during the insertion of device in right tube, at the time of release, coils did not liberate, there were 9 to 10 coils outside. A cut at around the third coil was performed, leaving device in place. Given event's nature and the lack of alternative explanation causality cannot be excluded. Based on the available information a product quality defect could not be confirmed but is considered plausible.